Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired after the use of the product administered for dialysis treatment.

Manufacturer narrative:
(B)(4). Was used for the cardiovascular event as there is no other code that best describes an unspecified cardiovascular event. This is one of two device reports associated with this event. This event is one of two events for the same pt.